Manufacturer narrative:
On (B)(6) 2016 02:16 pm (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 bisector cautery would not activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The device was discarded. Related complaint (B)(4).

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 bisector cautery would not activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The device was discarded. (B)(4).